Manufacturer narrative:
Visual inspection of the device showed no cosmetic damage with no loose parts or components. The device was functionally tested and passed as returned device functioned as intended. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that during a procedure, the temperature display was abnormal on the maestro 4000 and stayed at twenty degrees during the procedure. The procedure was completed with a different device. The patient was stable and no patient complication or other additional intervention occurred. It was further reported that the issue occurred right when the physician started to use the console. An error message was displayed, however, the numerical code/message was unknown. The issue was persistent. The maestro pod was replaced and will be returned for analysis.

Event description:
It was reported that during a procedure, the temperature display was abnormal on the maestro 4000 and stayed at twenty degrees during the procedure. The procedure was completed with a different device. The patient was stable and no patient complication or other additional intervention occurred. It was further reported that the issue occurred right when the physician started to use the console. An error message was displayed, however, the numerical code/message was unknown. The issue was persistent. The maestro pod was replaced and will be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure, the temperature display was abnormal on the maestro 4000 and stayed at twenty degrees during the procedure. The procedure was completed with a different device. The patient was stable and no patient complication or other additional intervention occurred.